Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. Additional information: is the current patient status known? Yes, the patient is well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.): no there was not.

Event description:
It was reported that during the sleeve gastrectomy procedure that the battery did not work. The device was replaced. The surgery was delayed and completed successfully. Unknown of any patient consequences. One device is available for return.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2023 d4: batch # 291c57 investigation summary:   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60d reload present. The reload was received unfired with a buttress on the reload deck. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board was noted to be non-functional.  Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 291c57, and no non-conformances were identified.